Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13330. It was reported that the patient's wound stiches became undone causing burr cap to be exposed. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's stitches were replaced and lead repositioned.

Event description:
Additional information reported that the patient's wound has healed and issue is now resolved.

Manufacturer narrative:
Date of event is estimated. Correction: - explant date should have been blank rather than (B)(6) 2019 as device was not explanted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.